Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two blower misters did not work; one blew too much co2 and the other did not blow enough co2. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to factory and is being evaluated. A supplemental report will be submitted when the eval is completed. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).